Manufacturer narrative:
Additional information will be provided upon investigation conclusion. H3 other text : the customer disposed off the sling

Event description:
It was reported that when the patient was lifted from the floor, the sling broke near right leg. No injury was reported. The customer disposed off the sling after the event.

Manufacturer narrative:
It was reported that a patient was transferred from the floor by using a maxi move device and a flite sling. During lifting the patient from the floor the sling leg strap broke at the stitching. No injury was reported. After the event the customer disposed off the sling and it was unavailable for the arjo evaluation. The instruction for use for slings (including flites) (04.sc.00) contains information: "before every use: check all parts of the sling (...) If any part is missing or damaged - do not use the sling. Check for: (...) Loose stitching" the flites are intended for a limited period only. By nature of its design. Flites must be treated as a disposable and resident specific product. According to the information received, the flite involved in the event was manufactured on aug- 2016, therefore, approximately 8 years ago. As the flite was not available for the inspection, the root cause of the reported problem cannot be confirmed. The arjo floor lift and the sling were used as a system during the resident transfer. The sling ripped and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to allegation that the sling ripped and the patient fell out from the sling during use